Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on lead and oversensing resulting in vf markers. Visible noise when patient coughs and takes deep breath. Lead to be evaluated further. Lead remains implanted.